Event description:
The user experienced a false negative troponin t result from the second sample from a known positive troponin t patient. The first sample from the patient had a result of 0.57 ng per ml. The second sample initial result was 0.0272 ng per ml and repeat result was 0.59 ng per ml. Due to a lab policy to repeat all discrepancy troponin t results, the initial result was not reported outside the laboratory. A specific root cause was not identified. Service observations noted there was foam on the reagents indicating the mixer speed was too high. This can lead to erroneous results. The mixer speed was decreased. In addition, the reagent tray was not grounded and the humidity in the laboratory was out of specification, which can cause issues with liquid level detection.